Event description:
The patient was implanted with a c1 device and is a reported non-user. The device has been explanted due to the patient's need to undergo an MRI for medical evaluation not related to the device.